Event description:
During testing after preventive maintenance service, the manufacturers field service engineer reported the unit failed inhalation autozero solenoid testing. If the solenoid malfunctions, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. The service engineer replaced the 3 station solenoid to correct the test failure. Final testing was completed to operating specifications.